Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(6).

Event description:
During an unknown patient procedure, the handle broke while reaming. There were no reports of patient/user injury or other adverse events as a result of the malfunction. The procedure was completed successfully with another instrument.